Event description:
It was reported that the patient presented to clinic with pocket erosion on the implantable cardioverter defibrillator (ICD) due to a fall. Antibiotics was administered initially, and the ICD was explanted and replaced. Patient condition was stable.